Event description:
It was reported via a trial that approximately 37 months after the xience v stent implantation in the proximal circumflex, the patient experienced angina, diaphoresis, lightheadedness and shortness of breath. The patient was taken to the cardiac catheterization lab where in-stent restenosis (isr) was seen. The isr was treated with balloon angioplasty and the placement of a xience stent. There was no adverse patient sequela. The patient was discharged the following day. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.